Event description:
It was reported to medtronic minimed that the customer experienced the part of the rail that fits the clip was missing. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1886 was requested and the customer response was that the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test due to the critical pump error (open book image) alarm. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 9/19/2025 at 11:10 a pump error 55 alarm was triggered which caused the critical pump error (open book image) alarm. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, cracked battery compartment, pillowing keypad overlay, and broken belt clip rails. Cosmetic damage on the belt clip rails is confirmed. Critical pump error (open book image) and pump error 55 alarms are confirmed, fault isolated to the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.